Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent breast reduction procedure in (B)(6)2016 and suture was used. One day after the procedure, the patient started to develop a rash on the upper-chest area, not near the incision site. After three days post-op, the rash had intensified and the surgeon advised her to stop using the skin ointments and creams she was using. The rash continued to worsen and the patient took some benadryl with no effect. The patient saw her primary care physician 23 days post-op at which point the rash had spread to the patient's neck, upper back, and head. The patient¿s pcp prescribed prednisone and antihistamines to treat the rash. The prednisone appeared to alleviate some of the discomfort but the rash did not go away. Since the patient has finished the prescription of prednisone, the rash has gotten worse again and the itching seems to migrate all over her body. The patient is continuing to take antihistamines with no effect on the rash. The patient reported that the suture is not being spit out of her body. The patient has multiple other allergies and the patient reported this seems like that sort of reaction. Additional information has been requested.